Event description:
False positive result (s). I took 7 of these tests over the course of a few days, it was the only test not sold out at cvs. I got 5 positives out of 7 tests. I got a pcr during these few days and assumed as I was positive so I cancelled travel and isolated. The pcr came back negative. I find this test to be completely unreliable. I would use binax or a more expensive test instead.